Manufacturer narrative:
The customer requested part information for a replacement therapy knob with no engineer evaluation.

Event description:
It was reported to philips that the device's therapy knob was not functioning. There was no patient involvement.